Manufacturer narrative:
D4: serial number and primary UDI number, h3 and h6. Evaluation codes: updated. The device analysis and visual inspection confirmed that there was a black foreign object in the reservoir tank. The cause was o-rings deterioration. The o-rings were replaced, and the device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E1. Initial reporter last name unknown. E1. Initial reporter email unknown. E1. Initial reporter occupation unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device, small black floating particles appeared in the circulating water tank. There was no patient involvement and there was no patient harm reported